Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned with no manifold/hub therefore the batch/serial number cannot be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube shaft was broken 1386mm proximal of the distal end of the tip. Multiple kinks were also noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26feb2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion with significant lesion bend of >45 and <90 was located in the mildly calcified left circumflex artery. A 24mmx2.50mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.